Manufacturer narrative:
D1, brand name: corrected. D4, catalogue number: corrected. D4, primary UDI number: corrected. Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6) ) was returned for analysis and a log file was submitted and downloaded for review that showed overlapping events spanning approximately 6 days ((B)(6) 2024 per timestamp). Events occurring on (B)(6) 2024 were recorded during testing at abbott. Backup battery fault alarms due to the backup battery not passing the load test were active on (B)(6) 2024 from 16:53:31 ¿ 20:03:16. The backup battery was unable to pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. Pump operation was not affected by these alarms. The driveline was disconnected on (B)(6) 2024 at 20:01:46 for a system controller exchange. There were no other notable alarms active in the log file. The controller was connected to a test power module, system monitor and mock loop and was functionally tested. The controller passed all testing and was able to operate the system without any issues or alarms activating. The backup battery load test was initiated during testing and a fault was not reproduced. Following testing a log file was reviewed and there were no events captured where the load test did not pass. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. Customer order, 8014816875, was shipped on 03may2018. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a backup battery fault (bbf) and their emergency backup battery (ebb) replaced on (B)(6) 2024. A week later, they had another bbf while they were home and sitting on the chair watching television. They were brought to clinic in the evening and had their system controller replaced. The alarm resolved. Log files captured bbf alarms starting (B)(6) 2024 at 16:53 and continued until the controller was exchanged (B)(6) 2024 at 20:01. The alarms were due to a load test failure.